Event description:
It was reported that there was a motor stall confirmed in the event logs with no motor stall recovery recorded. The first stall occurred (B)(6) 2010 at 13:45 with recovery the same day at 14:27. Caller stated pt had an MRI that day. Second stall (B)(6) 2010 at 07:57 with no recovery. Pt withdrawal was reported. The pt was scheduled for an appt a physician for pump replacement the week of (B)(6) 2010.

Manufacturer narrative:
(B)(4).